Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation, the plunger bypassed the iol in company pre load delivery system. The procedure was completed on same day without any patient contact. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A facility representative reported stating plunger bypassed the iol, no patient contact. A sample was not received at the manufacturing site for evaluation for the report of plunger bypassed the iol, no patient contact; therefore, the condition of the product could not be verified. The reported product lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).